Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver hydromorphone (2500 mcg/ml at 1346 mcg/day) and bupivacaine (25 mg/ml at 13.46 mg/day). Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear, or lubrication.

Event description:
The pump was returned to the device manufacturer with no allegation and the pump underwent routine analysis. The indication for use was non-malignant pain and degenerative disc disease. No patient symptoms or complications were reported.